Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system main drawer 5 was failed and unable to recover. Customer tried to reboot and recover the storage space, but issue was not resolved. The customer stated that they managed to get the medication from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5 was failed and was unable to recover. A field service engineer found that the full height cubie pockets failed on station. Reseated row board cables connection. Reseated all cubie trays and pockets and testes and able to recover all pockets and drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.